Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that she has been off the pump for over 4 months. Customer stated that the drive support cap appears normal. Customer was assisted in performing the pump rewind. Customer no longer has a reservoir in the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to return the pump with the battery and to zero out the basal rates.